Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient developed an asymmetric lens vault post implant in the right eye. A yag was performed 2 weeks after the vaulting was noticed, but the uncorrected vision remained blurry. Patient was given prescription glassesmr od :-0.25 -2.75 017 va 20/20.

Manufacturer narrative:
The lens remains implanted, therefore it was not returned to b+l for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.

Event description:
It was reported that the patient developed asymmetric vaulting of lens (z-syndrome) with gradual onset of lenticular astigmatism about three months after the lens was implanted in the right eye. He also developed posterior capsule opacification, capsular constriction, and astigmatism that the surgeon had to performed a yag and prk. Patient was given prescription glasses but the surgeon had to explant the lens from the right eye and replaced with another lens model due to induced astigmatism and glare from the z-syndrome. Patient has excellent outcome but some residual hyperopia and astigmatism which is planning to prk when he stable.